Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard composix kugel (device #1). An additional emdr was submitted to represent the bard sepramesh ip (device #2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #2). As alleged, the attorney alleges the patient has unspecified injuries and general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard composix kugel (device #1). An additional emdr was submitted to represent the bard sepramesh ip (device #2). Addendum: this supplemental emdr is being sent to provide the correct date of implantation for the composix kugel device and to identify that the sepramesh device implanted in the patient was not a bard/davol sepramesh ip device. The provided medical records did not extend beyond the 2006 timeframe, and therefore, did not provide any additional information related to the composix kugel device implanted in 2010. With the current information available, no definitive conclusion can be provided. If additional information is received, a follow up emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #2). As alleged, the attorney alleges the patient has unspecified injuries and general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum based on a review of provided medical records: a review of the medical records finds that the originally reported sepramesh device was not a bard/davol sepramesh ip as originally reported. Therefore, based on the provided medical records this device associated with this report is not a bard/davol device. Per the medical records, the non-bard/davol sepramesh was implanted on (B)(6) 2002. Additional surgery was performed on (B)(6) 2006, during which in which a non-bard/davol alloderm and non bard/davol seprafilm mesh were implanted. Operative dictation provided for 2006 notes a previous "marlex mesh" was identified. It is unclear if this is the non bard/davol sepramesh; however, it cannot be the previously alleged composix kugel as it appears based on the original report this device was implanted on (B)(6) 2010.